Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of scope will not connect with the processor. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, there was a black image and a b30 error code observed. There was no patient involvement.